Event description:
It was reported that the procedure was to treat a lesion in the femoral artery with moderate tortuosity and mild calcification. During an attempt to deploy the 6.0 x 150 mm absolute pro stent, the stent would not release out of the sheath. It was noted that the wheel did not work to withdraw the sheath from the stent. The handle was half opened. The physician fully opened the handle and it was observed that the white string inside was twisted. He cut the wire with scissors, and the stent could then be released successfully. After deployment, it was noted that the stent was elongated. No additional treatment was needed and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.